Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -9.00 diopter implantable collamer lens had tore during loading. Lens was not implanted. It was additionally noted that "the surgery will be after january".

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm vicm5_12.6; -9.00 diopter implantable collamer lens had tore during loading. Lens was not implanted. It was additionally noted that "the surgery will be after (B)(6)". Reportedly , "finally the surgery was (B)(6)". Claim#: (B)(4).